Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the procedure, a blood leak was observed from the valve. The sheath was replaced and the procedure was completed with no adverse consequences for the patient.